Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's display "unexpectedly shuts off the screen" and times out too soon. There was no reported impact to the customer's blood glucose. Although requested, the customer did not provide any additional information regarding the reported issue.